Event description:
Patient may undergo revision surgery due to pain.

Manufacturer narrative:
The device has not yet been returned for evaluation. Once more information has been gathered from the physician, seaspine will send in additional information.